Event description:
In july 2001, patient reported percept problems. Patient was monitored by implant center over the next several months. In 2001, center and company representative conducted testing and determined that revision surgery was necessasry. Paient will be reimplanted with another clarion device.